Event description:
Pt underwent trochanteric nail procedure. The surgeon placed one screw to the pt's hip and part of the screw broke off. The screw piece remained with the pt. The vendor was present during the case and had reported the incident to her company. (Aos galileo lag screw 10.5mm x 85mm 1099-085).